Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented nine days post implant of an implantable cardioverter defibrillator (ICD) system. The site was noted to be red, warm and puss exuded upon pressure of the site. Cultures were taken and antibiotic treatment was necessary. The ICD system was extracted due to a potential infection. No further patient complications have been reported as a result of this event.